Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress). (B)(4).

Event description:
It was reported that air leaking occurred with an everest inflation device when negative pressure was applied during inflation of a stent at the target lesion. No abnormalities were noted during device inspection and preparation before the operation. The everest device was connected to the stent device via a y-adaptor. The physician stopped using the relevant device and used a new everest inflation device with the same y adaptor to complete the operation. There was no adverse event to the patient.

Event description:
Evaluation summary: received for evaluation was one ac3200 everest device without original packaging. Residual contrast was present in the barrel of the syringe denoting use. The device was received with a stopcock engaged to the extension line. No initial visual damage was detected on the device. During initial testing water was aspirated into the barrel resulting in a detected leak thru the rubber of the plunger. The needle went up under pressure to 30atm and then suddenly dropped to 12atm most likely due to the detected leak.

Manufacturer narrative:
Results: confirmed for leak. Conclusion: no root cause can be determined. The device was prepped prior to use with no issues noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.